Manufacturer narrative:
Findings: pump had severely cracked and bleeding lcd glass. Unable to confirm keypad unresponsive or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. Inspected keypad and no damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and had a keypad anomaly. The customer tripped over a hose and fell with the insulin pump, resulting in liquefied display screen that cannot be read and an unresponsive act button. Troubleshooting for damage was performed. The customer's blood glucose level was 101 mg/dl at the time of the incident. The screen had a crack and there was a blank ink. The customer also added that the clip broke. The customer was assisted with button error/keypad anomaly troubleshooting. The customer stated that falling with the insulin pump was the significant event leading to the keypad issues. Unable to check if the clock on the insulin pump advanced when observed for one minute due to the damaged screen and removal of the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.